Event description:
It was reported that this right ventricular (rv) defibrillator lead upon interrogation exhibited high out of range shock impedance measurement greater than 145 ohms. Technical services (ts) reviewed remote monitoring data and noticed the presence of non-physiologic signals on the shock channel post shock. A lead integrity issue is suspected. It appears the patient may be entering a hospice situation, and likely no action will be taken. No adverse patient effects were reported. The lead remains in service.